Manufacturer narrative:
Covidien/medtronic has not received the device/component from the customer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator generated an occlusion alarm and stopped delivering breaths. Reportedly, this same issue occurred on two separate dates ((B)(6) 2017). On (B)(6), the reported issue was resolved by the clinician and when the issue occurred on (B)(6), the patient was removed from the ventilator and manually ventilated via an ambu bag. The patient was then transferred onto an alternative ventilator. The patient was not harmed or injured as a result of the reported event.